Manufacturer narrative:
Additional, changed, and/or corrected data: b3, b5, d6a.

Event description:
Patient reported "ongoing pain" and "ruptured in several places" and "chest pain" later patient reported "headaches, tiredness, fatigue, cognitive issues, and aching limb", "tpo antibodies (autoimmune disorder) and chronic inflammation","breast implant illness" and "extremely upset that I was never contacted or informed about the recall of these implants" which are non device related. This record is for the right-side. Device has been explanted. It is unknown if device will be returned.

Event description:
Patient reported "ongoing pain" and "ruptured in several places" and "chest pain". Healthcare professional later confirmed right side rupture. Patient also reported the following events, which have all been determined to be not device-related: "headaches, tiredness, fatigue, cognitive issues, and aching limb", "tpo antibodies (autoimmune disorder) and chronic inflammation", "breast implant illness" and "extremely upset that I was never contacted or informed about the recall of these implants". This record is for the right-side. Device has been explanted. It is unknown if device will be returned.

Manufacturer narrative:
Clarification to d6a implant date: partial date april 2011. A review of the device history record has been completed. No deviations or non-conformances noted.

Event description:
Patient reported "ongoing pain" and "ruptured in several places". This record is for an unknown-side. Device has been explanted. It is unknown if device will be returned.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.